Event description:
Additional information was received which indicated that the acute blood loss required a complete blood count (cbc) draw that was performed two days after the valve implant procedure. Hemoglobin and hematocrit were measured at 7.5/21.3. One unit of packed red blood cells (prbcs) was administered, and were remeasured at 8.2/24.1. The incision was clean, dry and intact with ecchymosis. No hematoma was identified. The acute blood loss was noted to be resolved two days after onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 this regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Continuation of d10: product ID {evolutpro-26}; product lot/serial number {b987308}; product type: {transcatheter aortic valve (tavr)}; implant date {2018-09-19}; explant date {na} product ID {l-envpro-16}; product lot/serial number {10009212115}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} non-medtronic guidewire non-medtronic sheath medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per d00916038. Product analysis: the delivery catheter system (dcs) was discarded by the site; therefore, no product analysis can be performed. Conclusion: the reported event indicates that a dissection was noted of the left and right femoral arteries. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the delivery catheter system (dcs) could not be established. Based on the information, the non-medtronic sheath was possibly related to the event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, oozing was noted from the right fe moral arteriotomy. The minimum diameter of the access vessel was 8 millimeters (mm). An aortoiliac angiogram was performed and noted a limited dissection of the left and right femoral arteries. Dye retention was observed in the abdominal aorta, right common iliac artery, and the left common iliac artery. As reported, it was unclear as to when the injury may have occurred. Flow was brisk in the iliofemoral system with good pulses present. A vascular closure device was not used. A non-medtronic guidewire and a non-medtronic sheath was utilized in the valve implant procedure. Per the physician, the non-medtronic guidewire was unlikely to be related to the event and the non-medtronic sheath was possibly related to the event. Treatment included the transfusion of one unit of blood for acute blood loss. Ecchymosis presented but the patient was hemodynamically stable without symptoms. Surgical intervention was not required. The event required the prolongation of hospitalization and resolved two days following the valve implant procedure. No additional adverse patient effects were reported. Additional information was received which indicated that a non-medtronic guidewire and a non-medtronic sheath was utilized in the valve implant procedure. Per the physician, the non-medtronic guidewire was unlikely to be related to the event and the non-medtronic sheath was possibly related to the event. The event required the prolongation of hospitalization and resolved two days following the valve implant procedure. Information was also received to correct previously documented information: IV medication was not administered. No adverse patient effects were reported.